Event description:
Backspray of radioactive isotope reported. Received a customer medwatch form which states "42 y/o employee sustained a backspray of radioactive isotope as she was withdrawing a syringe after injecting isotope" prn"into adapter in preparation for a nuclear stress test. No spray onto pt. The spray hit the employee from the neck down." No other info was available.